Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative later reported "patient began to feel strong twinges in the left breast, with uncomfortable burning sensation," "pains and burning did not cease," "capsular contracture [baker grade ii] in both breasts and silicone gel overflow," anxiety, "extra sensitivity to the touch," "tightness in the breast," "pain in the left breast for more than 2 years," "benign bilateral calcifications," and "trace amount of posterior peri-implant fluid is seen." "Nodules," "lump," "two nodules, one in each breast," ¿multiple subcentimeter cysts and complicated cysts,¿ ¿discomfort when taking bath, red eyes, dry mouth, ringing in the ear," "failure to memory, salty saliva, mouth allergy, among others¿ was also reported and not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Patient reported unknown side "pain, having recalled breast implants," and "capsular contracture," baker grade unknown. Device remains implanted.